Event description:
Pt was having a bilateral total hip replacement. During insertion of the stems the pt's distal femurs fractured. The fractures were repaired using cables as is standard practice.

Manufacturer narrative:
Evaluation of pt x-rays were used to evaluate that the implant was the correct size as labeled. In addition, broach instruments used during the surgery were measured and found to be within specification. The device history record for the lot was reviewed and no issues were identified during the review. Usage of products from the same lot were reviewed and previously 6 of the stems from the same lot had been implanted with no issues. Based on the investigation, the need for corrective action is not indicated. The complaint is considered closed. If further info is received the complaint will be re-opened. Additional suspect medical device: model # 704-1500; catalog # 704-1500; lot # 19983-081908.